Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and system interface pcb. System operates as intended.

Event description:
Customer reported, the system will not boot. No pt injury was reported.